Event description:
On (B)(6) 2025, the customer alleged to medela llc that her swing maxi breast pump was not producing suction and wasn't automatically turning off. She additionally reported that she had mastitis while using the pump and was treated with antibiotics.

Manufacturer narrative:
The customer was sent a new breast pump and requested to return the old breast pump for testing/analyzing. The customer was contacted by a complaint handler on multiple occasions, to get additional information, with no response as of the date of this report. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2025 and it had low suction when tested with a lab kit. There was residue found on the aggregate. Mastitis is a common condition affecting many lactating women, with 1675 mastitis complaints between (B)(6) 2016 - (B)(6) 2024 across symphony, harmony, freestyle, freestyle flex, sonata, pns, pnsfx, pnshf, swing and swing maxi. Based on the results of our internal investigation (CAPA-2025-0027) including published literature, it can-not definitively be concluded that the pump caused or has contributed to the customer's reported mastitis. According to published clinical literature, mastitis incidence in lactating women, with or without a breast pump, can be as high as 33%. In fact, clinical guidelines recommend the use of a breast pump to facilitate the removal of breast milk during periods of mastitis. Additionally, complaint trends across all medela pumps show mastitis incidence consistently below 0.1%, far lower than the 3-20% occurrence in the general population of lactating women [2].